Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device-11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigations completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital with hemoglobin (hgb) of 5. The patient reported of dark stools past couple of days. An endoscopy (egd) with push enteroscopy was performed and culture sent for celiac disease; non-bleeding duodenal ulcers were cauterized. The patient was transfused with 2 units of packed red blood cells (prbc). Anticoagulant at the time of event was aspirin and warfarin. The patient remains hospitalized and is reported to have iron deficiency anemia (ida) and b-12 deficiency. Hematology was consulted for further recommendations. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.